Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (won't charge a battery) has been confirmed. Upon investigation the battery charger/modem was unable to recharge a battery pack. Additionally on the bedside board were internally shorted. The cause for the failure was the shorted component. The root cause for the shorted component was unable to be positively identified. No adverse events occurred as a result of the defective charger.

Event description:
(B)(6) 2020 : resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A us distributor returned battery charger/modem sn (B)(4) and reported that the charger was unable to charge a battery.